Manufacturer narrative:
This complaint was reopened in reference to (B)(4). Investigation results: visual inspection: no significant deformations or damage of the valve were detected during the visual inspection. Permeability test: a permeability test has shown that the valve is permeable. Adjustment test: the progav® 2.0 was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The first measurement showed that, contrary to the assumed underdrainage, the valve shows a slight tendency to over drain. Nevertheless, the valve is in the reference flow range of 5 ml/h in the horizontal body position with a value of 3.86 cmh20 within the tolerance (5 cmh20 ± 2 cmh20). Result: first, we performed a visual inspection of the progav® 2.0. No significant deformations or damage of the valve were detected during the visual inspection. Next, we tested the permeability, adjustability, and opening pressure of the valve, as well as the brake functionality and brake force. The valve operates as expected and met all specifications. To ensure whether the shunt assistant could have led to the suspected underdrainage, we also examined the valve. We also performed a permeability test on the shunt assistant. The examination showed that the valve is not permeable. For this reason, a measurement on our test bench was not applicable. Finally, we have dismantled the valves.

Event description:
It was reported that a progav system (fx421t)was implanted during a procedure performed in (B)(6) 2016. According to the complainant, the progav system was believed to be blocking and underdrainage. The patient underwent a revision procedure on (B)(6) 2016. The complainant device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Patient information: age: (B)(6).